Event description:
The customer reported that the display was distorted.

Manufacturer narrative:
The customer reported that the display was distorted. A philips field service engineer evaluated the device, confirmed the symptom, and resolved the issue by replacing the display.